Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Voluntary medwatch report number mw5103185

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted on (B)(6) 2021. The patient¿s spouse reported that her husband was driving and had a low blood sugar event. He went off the road into a deep ditch. No injuries occurred to himself or others. He was transported to the hospital after being treated for low blood sugar at the scene; no details were provided about the treatment. He was evaluated for a stroke or cardiac event and was negative for both. The spouse alleged that the event was caused by a malfunctioning dexcom sensor used with his tandem t:slim x2 insulin pump. His sensor was reading 400 mg/dl, but his finger sticks that morning were 42 mg/dl (unknown if this was before or after the cgm reading or the same time). No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.